Event description:
The customer reported to olympus, the reprocessing machine alarmed that the colonovideoscope was leaking, causing it to abort the reprocessing process. The inspection of the returned device found dirty water drops and an obstructed auxiliary channel, which was attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus and the customer¿s allegation was confirmed. The scope body was leaking. The nozzle on the insertion tube was obstructed, a cracked distal end cover, a shortened bending tube, damaged braiding on the bending tube, discolored and buckled connecting tube, damaged scope body, cracked scope cover, broken color ring, a defective air/water separator and dirty water droplets. The device failed the angulation system (bending tube movement) and variable stiffness (stiffness control wire movement) functional testing. The device failed channel system test (low water volume) and the suction function test (jet channel obstructed). In addition, there was peeling paint on the air/water and suction cylinder nut on the control unit and a deformed connector unit. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material obstructed the auxiliary channel due to insufficient reprocessing. It could not be determined why foreign material was left in the channel. The following is included in the instructions for use (IFU) and may help prevent the event: "warning- if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure." Olympus will continue to monitor field performance for this device.